Event description:
It was reported that this extravascular implantable cardioverter defibrillator (ICD) was an attempted implant due to it been unable to accomplish appropriate sensing. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).